Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose on (B)(6) 2019 with blood glucose was 400 mg/dl. The customer was treated with the intravenous insulin. Customer had symptom such as nausea and difficulty of breathing. Customer has been using insulin pump system within 48 hours of reported high blood glucose event. Customer does not use the minimed 670g system. Customer did not allege insulin pump for under delivering. Customer stated that there was no air bubble and leak. Customer reports insulin exited at the quick release. The insulin pump will not be returned for analysis.